Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident ii tritanium cluster 58f; 702-04-58f; 71749901a. Modular dual mobility insert; 626-00-46f; unknown. Delta v-40 ceramic head 28/0; 6570-0-128; 75359102. Size 7 accolade ii 132 deg; 6720-0737; 72062205. It cannot be determined which, if any of these devices may 75359102 have caused or contributed to the patient's experience.

Event description:
Procedure: the patient underwent right total hip arthroplasty (B)(6) 2019. Patient had right hip periprosthetic joint infection then underwent complete revision of right hip (B)(6) 2020.